Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). The patient was treated with surgery (partial hysterectomy kept ovaries). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. The following information was received from social media. Essure removal and gained weight. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/hurting so bad inside') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). The patient was treated with surgery (partial hysterectomy kept ovaries). Essure was removed. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. The following information was received from social media. Essure removal and gained weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fups 1,2,3 and 4 processed together. Social media received: ¿medical device removal¿ replaced with ¿hurting so bad inside¿ and reporter information were updated. On 20-mar-2020: fups 1,2,3 and 4 processed together. No new information. On 14-apr-2020: fups 1,2,3 and 4 processed together. Quality safety evaluation of ptc on 20-mar-2020: fups 1,2,3 and 4 processed together. No new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.